Event description:
A malfunction alarm related to altitude was reported for the pump. Customer's blood glucose level at the time of the event was 232 mg/dl, which is within the normal range. Customer had their insulin suspended due to the altitude alarm, but after following technical support instructions to clean the pump and reset the cartridge, normal operation resumed with no recurrence of the alarm. Technical support provided guidance to prevent future altitude alarms, which the customer acknowledged.